Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported they do not remember the contributing factors, it has been "red" for over 6 years, and "orange" lead has been for 3 years. When ask about the cause, the pt reported their hcp knew about the red when it happened, and programmed to deactivate the red channel, and modified other channels. The orange was left at current setting. Pt reported they contact their hcp when they cannot handle it anymore or it is always feeling like on fire. The issue has not been resolved. Weight was reported.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) mentioned they had their previous ins replaced because of "end of life" in (B)(6), around christmas, 2017 (pt was asked why the ins was replaced and pt said "end of life"). Pt said the ins was replaced on (B)(6)2018. Pt then went on and said one of their leads were "red" since about 8-9 years ago and one of their leads were yellow since "recently." Pt said they were "having issues with it and would need to call their surgeon." Pt said they would get "random spikes" of energy and it "felt like their head was on fire" (ins was designed for headaches and leads were implanted in head area). The patient was redirected to their healthcare provider to further address the issue. Pt's hcp was dr. Shawn vuong and dr. Wilson asfora. Pt had not seen dr. (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 37712 serial# (B)(4), implanted: (B)(6)2011, explanted: (B)(6)2018. Product type implantable neurostimulator product ID 3777-60 lot# serial# (B)(4), implanted: (B)(6)2011. Product type lead product ID 3777-60 lot# serial# (B)(4), implanted: (B)(6)2010. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.